Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. Per results of investigation, the carefusion failure analysis (fa) lab received the suspect uim (user interface module) and conducted a visual inspection which showed no signs of damage or misuse. The uim was placed on a test unit and powered on. Upon start-up the uim touchscreen, display, encoder, and panel buttons operated normally. The unit ran overnight, uneventfully. The original complaint of a blank screen was unable to be duplicated.

Event description:
The customer reported that this display screen on this avea ventilator went blank while being used on a patient. The customer reported that the ventilator continued to ventilate during this time and that there was no harm done to the patient.